Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) got an inappropriate shock. Recently the patient got an appropriate shock, and the physician was concerned with initial undersensing in the recent episode where later the device detected the arrhythmia. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) got an inappropriate shock. Recently the patient got an appropriate shock, and the physician was concerned with initial undersensing in the recent episode where later the device detected the arrhythmia. No adverse patient effects were reported. The device remains implanted.